Manufacturer narrative:
The hospital replaced the display.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician switched to bag mode to complete the case. There was no reported patient injury.